Event description:
During preparation for a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. During preparation of the 3.0x12mm liberte stent, it was observed that the proximal segment of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
During preparation for a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. During preparation of the 3.0x12mm liberte stent it was observed that the proximal segment of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the proximal end of the stent was damaged. The stent struts at the proximal end were raised and misaligned. An examination of the entire length of the device found no kinks or damage. An examination of the tip section of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).